Event description:
Customer reported his insulin pump has been acting strangely. He stated a few days ago his blood glucose was rising and was eventually out of control. Customer changed infusion sets a few times within a two hour period, but his blood glucose continued to rise. Customer reverted to manual injections. His blood glucose dropped down to 117 mg/dl from 313 mg/dl. He ate to bring it up to 161 mg/dl. This morning, his blood glucose was 219 mg/dl. It seemed to go down again. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. After troubleshooting, customer stated he felt he was going low because he was sweating a lot. Customer treated with orange juice and wanted his device replaced. A replacement was sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.